Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. As no sample was returned, a thorough product evaluation could not be carried out in order to assess the failure mode and identify a root cause. It was reported that all three indicator lights were illuminated but no vacuum was being applied. When the orange button is pressed to reactivate the device after it has been paused, all three indicators should illuminate briefly and then the pump will resume. If all three indicators are solidly illuminating for a period more than a few seconds, this means that the pump has entered a non-recoverable error state. From the event description, it is unclear whether the lights were briefly or solidly illuminated therefore the failure mode cannot be further assessed. Should further information and / or the device become available, this case may be reopened and reevaluated. H11: aware date sent in the initial report was incorrect, the correct aware date is (B)(6) 2019.

Event description:
It was reported that when the batteries were inserted in the device all the lights lighted up but no vacuum was applied to the dressing, other batteries were tried but it did not solve the problem. It took a few days to replace the faulty pump.